Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump module had displayed error code 356.6710.0. There was no information on patient involvement.

Event description:
It was reported that the syringe pump module had displayed error code 356.6710.0. There was no information on patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the syringe pump module had displayed error code 356.6710.0 was confirmed through a review of the logs. An infusion was programmed on the suspect syringe module for three (3) days and completed successfully without any errors or anomalies. The syringe module was tested for plunger force accuracy, barrel clamp accuracy and plunger position accuracy. Test results indicate that the device is performing as designed and passes all accuracy measurements. Also, the syringe module binary sensors were tested through asm. Test results showed the device passing the binary sensor and switches tests. Logs were retrieved from the system to ascertain programming and event details associated with the reported incident. The event date and time were not reported. A review of the syringe module error log confirmed the presence of the reported error code 356.6710.0 (syr_digital_sensors_illegal_state) from 12 november 2025 to 10 december 2025. This error code indicates an issue related to a digital sensor being outside acceptable range during no power test. The bd alaris system with guardrails suite mx user manual v12.3.2 states that channel error means that a software or hardware fatal malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. There was no information on patient involvement. Root cause: the probable root cause of the report indicating that the syringe pump module displayed error code 356.6710.0 is attributed to an intermittent failure of the syringe sensors. Note that this report lists imdrf annex a0404, c16, d03, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.